Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29july2019. Fse confirmed airflow accuracy out of specification and returned gds unit for analysis. Root cause failure determined to be fault in u1 of airflow subsystem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Fse confirmed airflow accuracy out of specification and returned gds unit for analysis. There was no patient involvement.